Event description:
Therapy change due to pregnancy and going up on her checking her blood sugar. Pharmacy did not consent to follow up. (B)(4). No further information provided or available regarding this report.